Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose. The customer had to go visit the endo for adjustments. The customer stated the needle accidentally got stuck on a piece of iron. The customer's blood glucose was between 277mg/dl-600mg/dl, he was unable to bring it down. The health care provider made some adjustments and its working out.